Event description:
It was reported that during a stenting treatment procedure, difficulty removing the catheter and stent deployment issue occurred. The 75% stenosed target lesion was located in the non tortuous and moderately calcified subclavian artery. A 5x2mm mustang balloon catheter predilated the target lesion and greater than 50% residual stenosis remained. A 6x41x120 epic vascular stent delivery system (sds) was deployed at the target lesion and the mid portion of the stent "dog boned." During the withdrawal attempt the distal of the epic vascular sds got caught in the mid portion of the dog boned stent. A 8f bsc guide catheter was placed at the stent next to the epic vascular sds and the epic vascular sds was withdrawn. The procedure was completed with post dilation of the epic stent with a 5mmx20mm mustang balloon catheter. The final result of the stent was well positioned and well apposed the vessel wall. No further patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a stenting treatment procedure, difficulty removing the catheter and stent deployment issue occurred. The 75% stenosed target lesion was located in the non tortuous and moderately calcified subclavian artery. A 5x2mm mustang balloon catheter predilated the target lesion and greater than 50% residual stenosis remained. A 6x41x120 epic vascular stent delivery system (sds) was deployed at the target lesion and the mid portion of the stent "dog boned." During the withdrawal attempt the distal of the epic vascular sds got caught in the mid portion of the dog boned stent. A 8f bsc guide catheter was placed at the stent next to the epic vascular sds and the epic vascular sds was withdrawn. The procedure was completed with post dilation of the epic stent with a 5mmx20mm mustang balloon catheter. The final result of the stent was well positioned and well apposed the vessel wall. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed blood in the wire lumen. The stent was not present on the sds, which is consistent with the portion of the event description that states the stent was deployed in the clinical procedure. The inner shaft was kinked 9 mm from the distal end of the outer sheath. There was no other damage. The returned portion of the device presented no evidence of any product quality deficiencies that could contribute to the reported events. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).